Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the timed settings in the pump personal profiles had been incorrectly entered. Tandem technical support assisted in correcting settings and advised customer to consult with their healthcare provider regarding settings adjustments. Customer's blood glucose level was 316 mg/dl.